Event description:
Received the following report from the service center, confirming the unit was checked and the unit did not pass post with no audio.

Manufacturer narrative:
The fault was isolated to a faulty speaker. Info has been added to the database and complaint trends will continue to be monitored.